Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer stated the insulin pump received open book image. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer stated insert battery alarm did not displayed on the screen. Customer stated contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Display did not returned after insulin pump restarted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged¿critical pump error (open book image) alarm and blank display found on aug 07, 2021. No critical pump error (open book image) alarm¿noted during boot up. No blank display noted. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08715 inches. No unexpected critical pump error (open book image) alarm noted during the testing. Device was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thus and comlink3 files. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage and loaded voltage were within specification range. No unexpected pump errors/alarms noted during the testing. However, low battery alert was recorded and found in the formatted history file on: 08/07/2021 20:30:00.000 and 08/07/2021 21:32:00.000. Insert battery alarm was recorded and found in the formatted history file on: 08/07/2021 21:06:06.000 to 08/07/2021 21:51:53.000 and power loss alarm was recorded and found in the formatted history file on: 08/07/2021 21:51:20.000 to 08/07/2021 21:52:36.000 upon checking on the detail trace file, low battery alert and power loss alarm was expected since the battery has low power. The customer may have used a low/depleted battery. Per r&d engineer, critical pump error (open book image) alarm was due to usart test failure (code 0x00000046) and main_hal_hw_error (0x0000004f) in the bootloader. Suspecting hw issue. Device was cut open to perform visual inspection and found corrosion on the electronic assembly. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. Blank display not confirmed. Critical pump error (open book image) alarm confirmed. Critical pump error (open book image) alarm, suspecting hw issue. During visual inspection, found corrosion on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.